Event description:
Customer reported the attachment becomes too hot during operation. This is report 1 of 1 for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, no failure identified other than the attachment was blocked, and the needle bearing was rusted. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.